Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided). Cause of low bg level was unknown. Bg was treated via a glucagon injection, and intravenous saline. Reportedly, customer left the ER 7 hours later with the issue resolved no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.